Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was reported to have a 15 second pause in pacing. The device was checked and the patient was noted to have a heart rate in the 40 beat per minute range, which was thought to be due to premature ventricular contractions (pvcs) and premature atrial contractions (pacs). Technical services (ts) discussed reasons why the patient's heart rate could be low and discussed the option of printing the rate/sense counts from latitude. No adverse patient effects were reported.

Event description:
Additional information was provided that the pause in pacing was unable to be confirmed. It was noted, however, that upon review, there were no rv paced or sensed beats under 40 beats per minute. No programming changes were made and no adverse patient effects were reported.